Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reporting that they had a few issues with their spinal cord stimulator. They have been experiencing burning and itching at the battery site since implant. They also have bad itching from their waist to their neck well and the implant does not seem to be as effective for relief anymore. The patient stated that they have needed an adjustment for about a year due to pain starting (B)(6) 2016. The patient cannot recall any events that led to the need for adjustments. It was noted that the patient does not have a managing doctor anymore. The patient was implanted for post lumbar laminectomy syndrome and spinal pain.